Event description:
It was reported that the "sound cart is going out." There was no adverse patient impact.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.